Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so no evaluation was completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, there was a question mark appearing over the battery indicator on the central control monitor (ccm).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the system was not displaying alternate current (ac) / battery indication on the main screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.